Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: "during procedure while the dr. Was working, the abdomen of the patient suddenly collapsed and informed the distributor (bentamed) that he has no pressure in the abdomen. The main page of the machine was blue (no options were visible like the bottle pressure, insufflation on/off, deflation...) A message appears "safe mode-power cycle unit" and he couldn't exit or navigate to other pages. After rebooting the unit another message appears "invalid hose", he tried to unplug and plug the same hose back but the machine gave the same message so he replaced it with a new one and it works." No negative impact in state of health reported.